Manufacturer narrative:
Lot # of test strips was not provided . The products were replaced and requested back for investigation.

Event description:
The lay user/ patient contacted lfs (B)(4) on (B)(6), 2013 alleging inaccurate high readings on his one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6), 2014 at 8:00pm the patient had obtained a 168 mg/dl. Due to the alleged high reading the patient increased his dosage of insulin. The patient did not eat anything after taking the insulin or obtaining the 168 mg/dl reading. Approximately 4 hours later the patient woke up feeling sweaty and could not move. The patient then woke up his wife and she tested him on her meter and obtained a 30 mg/dl. The patient did not test on his meter at the time of the symptoms. The patient self-treated with 2 sugar cubes with water and the symptoms lasted 15-20 minutes. The patient did not seek any further medical attention or contact his physician for assistance. The patient does not recall the readings earlier that day since he already sent the meter back to lfs for investigation. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution. The products were replaced and requested back for investigation. Although the test strips passed using the control solution, the complaint is being reported since the patient alleged that due to the high reading he took an increase dosage of insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.